Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found foreign material that couldn't be removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had too much pressure in the air/water channel. Inspection and testing of the returned device found foreign material that could not be removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information:

Event description:
The issue was found during reprocessing following a diagnostic fibroscope procedure. The procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d8, h4, h6 and h10. In addition to the malfunction reported in b5, the repair center found the bending section adhesive was worn out, the plastic distal end cover was scratched, the connecting tube adhesive was peeling, the rubber of the insertion tube was partially missing, switch 1 button rubber was pierced but not leaking, and the angulations were out of specification. Additional information was received which reported the foreign material was not patient debris but it may have been clogging of detergent that was used in precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.